Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 12:00pm. At that time, the patient obtained an allegedly high blood glucose result of "468mg/dl" with the subject meter and compared this result to a "328mg/dl" result taken on another (hcp) meter taken at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient advised that he manages his diabetes with insulin (self adjust). The patient reported that no symptoms occurred due to the product issue. The patient advised that he received hcp assistance in the form of insulin (humalog 14 units) as hcp treatment due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. Although it is unclear if the patient was receiving hcp treatment for diabetes without the development of any symptoms, this complaint is being reported because the patient reportedly received treatment from an hcp due to the issue with the subject meter.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental #1 1/23/2012: on january 23, 2012 the patient contacted the medical surveillance specialist (mss) by phone to provide additional information. The patient advised that on (B)(6) 2011, he was hospitalized for "a fungal infection not related to diabetes that caused him to vomit blood." The patient advised that on (B)(6) 2011, he decided to compare the subject meter to an hcp meter but that because of the comparison, no symptoms developed. The patient advised that no treatment was received due to the product issue as he followed his usual diabetes management after obtaining a reading. Based on the new information obtained, the complaint is being reclassified as a rule out because there is no indication that the product caused or contributed to an adverse event. The mss confirmed that the patient's symptoms started prior to when the reported issue first occurred and were not related to the subject meter. In addition, there was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, the malfunction is being reported because the issue was not resolved with troubleshooting.